Manufacturer narrative:
While deploying a stent in a moderately calcified and tortuous left internal and common carotid artery with a 90% stenosis, it was reported that the stent jumped approximately 1 cm distal to the intended location. An additional stent was deployed fully covering the lesion. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15435011 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The target lesion was the left internal and common carotid artery. The patient was male but age was unknown. Moderate calcification and vessel tortuosity, the rate of stenosis was 90%. Angioguard delivery (cat/lot unk) was successful. Then, precise pro rx (complaint product) was delivered to the target lesion. However, the stent jumped during the stent deployment and was inaccurately placed over 1cm away from the target position. An additional stent was delivered and the cca lesion was fully covered. The procedure was completed without other problem. There was no adverse event and the patient is in stable condition. There is no product return.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.